Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total right knee arthroplasty due to severe arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and unknown cement product. On (B)(6) 2016, the patient underwent a right knee revision due to instability and polyethylene exchange. The surgeon offered no concern with the femoral, nor patellar components and they were not revised. The patient was implanted with depuy tibial insert and there were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2016; (rt knee).